Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of MFR or component failure.

Event description:
Pt was at home when noticed his processor seemed loose. Pt took it off and noticed the abutment and implant was attached. Pt denies pain, trauma or infection.